Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it is reported during a procedure on (B)(6) 2017, the femur was being reamed around the isthmus when an audible crack was heard. The reamer/irrigator/aspirator (ria) drive shaft had broken in the femur. All fragments were retrieved. During the same procedure, the femur was being reamed distally when a jerking motion was detected in the shaft. The plastic sheath had ripped through leaving the reamer and the distal portion of the plastic shaft in the canal. All fragments were retrieved. Surgery was completed successfully with a delay of approximately 20 minutes. This report is for one (1) ria drive shaft this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2017. It was further reported that during the same procedure, there was a breakage of the ria tube assembly.